Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient had developed a hematoma following an implant procedure. The site was drained and the device was not explanted. The patient has recovered without sequelae.